Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtbc2d1, crt-d implanted: (B)(6) 2017; 7122-65 lead implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion. It was noted that the thresholds on the right ventricular and left ventricular channels were "very bad". The crt-d was explanted and replaced. No patient complications have been reported as a result of this event. It was further reported the left ventricular (lv) lead exhibited high thresholds. The lead was reprogrammed and remains in use.